Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer called in reporting a recoverable fault that was reoccurring during their case today. The system logs show multiple 23097 faults. Technical support engineer (tse) had customer perform a hard power cycle on the patient side cart (psc) to mitigate further issues. The procedure was completed with no reported injury.